Manufacturer narrative:
(B)(4). Event year reported only: 2022. Additional information was requested and the following was obtained: as this event was reported as possible related to the device, were there any device dysfunction/deficiencies or any user handling issues? No. If so, can you please more information as to what they were? N/a. Specifically, where was the device used in the surgical procedure? The entire operation, dissection, hemostasis, cutting tissue. Can the pi clarify why he considers this event to be possibly related to the study device? Heat from the device can possibly cause this event. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post an unknown clinical trial (B)(4) procedure that the patient experienced pericardial effusion. The event is possibly related to the device and study procedure. The event required pericardial effusion puncture and a pigtail drain.

Manufacturer narrative:
(B)(4). Date sent: 2/21/2024. Additional information was obtained: drug therapy value "no" has been changed to "yes".